Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. The device was removed using the normal method without any problem and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.